Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported on 14-jan-2025 by the beta bionics clinical diabetes specialist (cds) on behalf of the user's healthcare provider (hcp) that the user was hospitalized on (B)(6) 2025 due to a severe hypoglycemic event. A follow up with the end user revealed that the user's blood glucose dropped to 21 mg/dl, and he lost consciousness when his wife called 9-1-1 for emergency medical services (ems). The user stated that they were treating with intravenous fluids, but did not know what type of fluids were provided. Cds noted that they spoke with user during the hospitalization reports, and he denies hearing the low bg alert or using fast acting carbohydrates when his bg was at 75 mg/dl to treat hypoglycemia. The user agrees at this time to refrain from returning on ilet until further in-person education is conducted.